Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was difficult to implant. The physician experienced turn count variability issues. The first location attempted in the atrium required 8 turns, noting 1 second per turn and the helix extended. When the physician attempted a slightly different apical position, it required 22 turns to extend the helix. The physician also experienced difficulty inserting the lead in to the header. Ultimately the lead and the device were successfully implanted. No adverse patient effects were reported.